Event description:
Customer reported that the fluid removal was not accurate. Two patients were involved. They reported in insufficient weight removal of 2 kilos at the end of treatment.

Event description:
Custome reported that the fluid removal was not accurate. Two patients were involved. They reported an insufficient weight removal of 2 kilos at the end of treatment.